Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the metal inside of electrode burnt through the sleeve causing the metal to be exposed during surgery, thus burning the patient in the process.